Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a diagnostic gyn procedure there were malformed (pear shaped) staples. Surgeon used this device with a second reload and completed the case. No patient consequence was reported.